Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail region, and cut silicone overmold was observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis test was above the limit for nitrogen indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the fantail region, and cut silicone overmold was observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's implant site was reportedly also cleaned before explant surgery on (B)(6) 2019.

Manufacturer narrative:
The recipient was reportedly discharged from the hospital. The recipient is presenting with device extrusion. Revision surgery is scheduled.

Event description:
The recipient is reportedly experiencing edema and an infection at the implant site. The recipient was prescribed oral antibiotics for 2 weeks. The recipient had noted improvement for 10 days. The recipient then went back on oral antibiotics. The recipient is doing well, but is not wearing the device. The recipient is currently hospitalized and on IV antibiotics.

Manufacturer narrative:
Additional information regarding treatment details were not provided. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient underwent a cleaning on (B)(6) 2019 and was given ointment for the wound. The recipient's infection resolved.